Event description:
It was reported that the pump exhibited a blank screen and that the alarm would not shut off. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found the right plunger case plunger lever was not working, the flippers were not engaged, gouges to the top case and a slice in the battery casing but not to the point of a damaged battery. The tamper seal was broken. The device was powered during functional test and the reported issue was duplicated. The blank screen and constant alarm were found at power up. The reported issue was caused by an incomplete upload process from base to head by the customer. Software 1.6.5 was uploaded by using the power point process. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.